Event description:
During the implant procedure, while using the medtronic catheter passer, the patient experienced excess bleeding. Physician ligated the vein to stop the bleeding. This resolved the issue.